Event description:
It was reported that the indicated battery charge on a pump dropped 65% rapidly, which was a current issue. There was no reported impact to the customer¿s blood glucose level. Technical support provided education on managing battery fluctuations and informed the customer that a software update would resolve the problem. The customer received guidance on updating the pump software and acknowledged the information.